Event description:
On (B)(6) 2014, the reoperation for extension to th6 with expedium was conducted for the patient with degenerative lumbar scoliosis. After the extension surgery using 4 rod connectors (1774-92-020), the rods on both sides just below the caudal rod connector were found broken. It was reported that the patient had heard the snap of the implants broken. The re-revision is scheduled for (B)(6) 2015.

Manufacturer narrative:
Only a 75mm section of the rod was returned. The rod was sent for fracture analysis. The results from fracture analysis state that a probable root cause is fatigue failure over time. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the rod breakage cannot be determined from the sample and information provided. The results from fracture analysis state that a probable root cause is fatigue failure over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.